Event description:
The philips service engineer was servicing this system and powered it off. The system's internal capacitors should have discharged within one minute. However, the service engineer found 540 volts still stored in the capacitors. If accidentally touched by the service engineer an injury may have happened due to this voltage. These internally found capacitors were manually discharged by the service engineer. This high voltage was not accessible by the system operators or patients.

Manufacturer narrative:
Conclusion - other: a relay that controlled capacitor discharge had a random failure resulting in the retained high voltage. There has only been this one reported failure.